Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the at comm circuit board. The system displays an error code, but will boot up and produce x-rays. No further repair info is available.